Event description:
During a routine follow-up interrogation, it was reported that messages regarding a communication error, statistics failing and interrogation stopped were displayed. At this point, it was reported that no programming could be performed because the program button was dim. The device was interrogated again using a different programmer with the same result. However, when the nominal button was pressed the nominal programming was successful, normal programming could then be performed and no other problems were noted. The device remains implanted and the files from the programmers were sent to the manufacturer for review.

Manufacturer narrative:
A response from the manufacturer is pending.